Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated.

Event description:
Boston scientific crm received information that during a routine device check, the patient implanted with this device system was experiencing diaphragmatic stimulation. The left ventricular (lv) lead configuration was lv ring to can. The lead configuration was reprogrammed and when programmed to lv tip to anything, the impedance measurement was greater than 2000 ohms, however, thresholds would be within acceptable limits. The physician chose to program the lv lead configuration at tip to ring at 4.5 volts at 2 milliseconds and continue to monitor. Technical services noted that since no history to indicate that impedance using the tip was ever greater than 2000 ohms and capture was obtained, it may not be a lead issue. To date, no adverse patient effects were observed with this clinical observation.

Event description:
Approximately seven months later, the lead was surgically abandoned and the device was explanted. Additionally, the adapter was found to be non-functioning and was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
All available information indicates that the lead remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.